Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system may be experiencing oversensing. Several non-sustained episodes were documented. Technical services suggested reprogramming the parameter 'duration.' Oct. 9, further oversensing, as well as a low impedance shock (which may have damaged the device) have been observed. The physician elected to explant the device and leads.